Event description:
It was reported that the patient had an inappropriate shock due to a change in the intrinsic morphology. The patent was exercising at the time of the shock. The sensing vector was set to the primary sense vector. Technical services reviewed the electrograms and suspects the rhythm did not match the device stored template, so therapy was delivered. The local representative will discuss this with the clinic. There were no additional adverse patient effects. The system remains implanted.